Event description:
It was reported that during a stapled prolapsectomy, after applying a purse-string suture, the device would not fire because the lever was stuck. The surgeon re-opened the suture and removed the device. A like device was opened, but the same problem occurred. The procedure was completed with sutures to create a mucosa-to-mucosa anastamosis. There was no pt consequence.